Manufacturer narrative:
The reported event could be confirmed, since the drill is broken as described in the event description. The device inspection revealed the following: the drill bit was returned for evaluation. The complete front part with the cutting flutes is missing as the breakage occurred at the crossover from the cutting flutes to the shaft, the fragment was not returned. The fracture face is homogeneous, which indicates material conformity, and has the typical view of a brittle overload fracture, with no signs of plastic deformation and a shear lip on one side. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a usage related issue. The event was caused by a mechanical overload during drilling, for example be a excessive metallic contact. Without the missing fragment it is not possible to define the exact root cause. If more information is provided, the case will be reassessed.

Event description:
As reported: "intraoperative orif (t2) for left humeral diaphysis fracture. Ao drill broke during drilling. No residue in the patient's body."

Event description:
As reported: "intraoperative orif (t2) for left humeral diaphysis fracture. Ao drill broke during drilling. No residue in the patient's body."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.